Event description:
It was reported that while using bd vacutainer® sst¿, the blood collection tube ruptures resulting in blood leakage; the tube is replaced, and the blood is recollected on one (1) tube. The patient had some increased pain, but no other harm.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855 investigation summary: bd had not received samples or photos for investigation. Therefore, 30 (thirty) retention samples from bd inventory were evaluated by visual examination for broken/leaking. Ten (10) retain samples were subjected to brittleness testing, no issues were observed relating to broken/leaking as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of broken/leaking based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.